Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
After servicing by the manufacturer, the device failed out of the box. Upon receipt, the unit had no visual or audible high pressure alarm and the low pressure alarm was muffled. No pt injury or adverse event was reported.